Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable concomitant medical products and therapy dates: attachment device and motor device ((B)(6) 2020) reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the cutter device broke when being used with an attachment device and motor device. It was reported there were no delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. It was reported that there were no fragments of the device left in the patient¿s body. It was reported that the procedure was successfully completed. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.